Event description:
The customer reported a power fail, restart occurrence when setting the device up for use. The customer reported no patient involvement, no patient harm. The manufacturers product support engineer advised the customer replace the power supply. The customer reported running the device on ac power in normal ventilation mode for two days with no problem. The device passed several extended self tests and a performance verification test. The customer reported no part replaced.

Manufacturer narrative:
Mfg. Service not requested. Manufacturers product support engineer advised replacing the power supply. After the customer performed extensive testing the customer was unable to duplicate the reported problem no parts replaced.